Event description:
Procedure: lobectomy. According to the reporter: used on bifurcated part on bronchial tubes. After firing, a minor leak occurred. The staple line was opened and it caused a bronchial fistula. Re-operation was performed to repair. The patient was reported as under observation.